Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue, however, the analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the lan cable was connected and the screen confirmed the connection. When the imaging system attempted to rotate, the monitor of the imaging system displayed a "navi connected but not ready" and the navigation system displayed a "being scanned" message. Process was not able to proceed to next step and patient exams could not be transferred. X-ray tube in the imaging system stopped during process. Imaging and navigation systems were both rebooted to redo the process and the issue was resolved. Patient exams were transferred completely. Another imaging spin was performed and it transferred successfully. Though there was data in the imaging system, site suspected that the data was taken properly because x-ray tube stopped during process. The procedure was completed with the use of imaging and navigation. There was no delay to procedure. There was 1 unused spin. No known impact on patient outcome.